Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the surgeon was using the product during an epsit procedure. The scrub nurse and consultant asked mid case if the coagulation end should come away from the insulation. It was said no and advised to open another set to use a second electrode, but surgeon didn't think it was worth opening a new set for. The case was finished. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: the customer's description of the fault can be confirmed: the insulation has retracted slightly at the distal end or has worn due to the expected number of applications over time. Since the article is already 6 years old. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on march 28,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).